Event description:
It was reported that during case setup, an error 86 was experienced. A power cycle of the system had been attempted, and while the system initially started up without issue, the error 86 subsequently returned. Tse reviewed the logs and confirmed the error 86, which was determined to be pointing to the power distribution board, indicating an analog to digital converter voltage out-of-range condition on channel 7 at the 12.0v rail. A tower swap was recommended as a troubleshooting step. Both systems were confirmed to be on the same software level. The tower was swapped out, cables were reconnected, and the system was powered on successfully with no further issues. The case setup was then able to proceed, and a ticket was requested to be created for the original tower. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the redundant power tray assembly (rpta). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.